Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. After a guidewire crossed the lesion, a 2.50mmx38mm synergy drug-eluting stent was advanced for treatment; however resistance was encountered and the device failed to cross the lesion. The device was completely removed from the patient's body and it was noticed that the middle part of the stent strut had been lifted. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 2.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to centre struts; the struts were pulled, misaligned and distorted. Due to the severely calcified lesion, it is likely the crimped stent may have encountered resistance during placement attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. After a guidewire crossed the lesion, a 2.50mmx38mm synergy¿ drug-eluting stent was advanced for treatment; however resistance was encountered and the device failed to cross the lesion. The device was completely removed from the patient's body and it was noticed that the middle part of the stent strut had been lifted. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.